Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was wireless insertion.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer. The root cause of the delivery issue was wireless insertion. The impella device is not indicated for wireless insertion . Should the device or any new information be received, a supplemental MDR will be filed. H6: investigation findings and conclusion codes were inadvertently reported incorrect in the initial report which are corrected in this report.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had an inability to wirelessly deliver the impella 5.5 for a surgical patient undergoing (coronary artery bypass graft) CABG. The patient was unable to come off pump and so the team attempted to deliver a 5.5 but, only the axillary insertion kit and sheath were delivered. The team attempted all wire and diagnostic catheter placements, but failed and so the 5.5 placement was aborted.

Manufacturer narrative:
The root cause of the delivery issue was wireless insertion. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.